Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On june 20, 2016, it was reported that the device produced an incomplete mesh. On august 4, 2016, it was clarified that the issue occurred on (B)(6) 2016. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher two times. The last repair was may 4, 2016 where it was reported that the device produced an incomplete mesh through the center and the damaged comb and gears were replaced. This is not a related issue. Skin graft mesher was manufactured on september 21, 2015, and is over 9 months old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 24, 2016 revealed nicks to the mesher handle. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet, failed when using the 1.5:1 ratio cutter. The 2:1 ratio cutter, serial number (B)(4), had wear to the roller gear. The test mesh using the customer's mesher and ratchet, passed when using the 2:1 ratio cutter. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 1, 2016 which included replacement of the damaged roller, damaged comb, gear, shoulder bolts and washers. The 1.5:1 ratio cutter, serial number 1407004, produced an incomplete cut after the collars, bushings and gear were replaced. It was deemed non-repairable this time as well as the past two times it was returned. The 2:1 ratio cutter produced a passing cut. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the mesher failed the test mesh when using the 1.5:1 ratio cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. With the information provided, it cannot be determined which cutter was being used during the event. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.